Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion the customer could not get a negative pressure or advance iab through the sheath. The iab was replaced with a second iab and developed a leak after it was inserted for a few hours. A third iab was then inserted successfully. There was no reported injury to the patient. The date of the event is unknown. This submission is for the 2nd iab used.